Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a revision surgery took place due to the loosening of an implant on the humeral side. No additional information provided. Additional information requested. Additional information provided 09/02/2021: the date of the primary procedure was (B)(6) 2017 on a left total shoulder arthroplasty. Complication reported due to the loosening of an implant on the humeral side and revision procedure took place (B)(6) 2019. Explanted devices were not provided.